Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the hospital with the device eroding through the skin, with infection. The patient was referred to another physician for extraction. The patient received a new temporary pacing system (competitor's device). No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested from the field. Should additional information be provided, this report will be updated.

Event description:
It was reported during ongoing use, that the patient presented to the hospital with the device eroding through the skin. The patient was referred to another physician for extraction. At this time, it is unknown as to whether the extraction procedure has taken place. Adverse effects to the patient were reported.